Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: octrode lead kit, 60cm length, serial:(B)(6), batch: a000136303. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken during which the existing lead was explanted and replaced. Therapy was restored post-surgery.